Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2010, the primary tha surgery using accolade tmzf with adept was performed. 6 years after the surgery, the patient could not stand up on (B)(6) 2016. By x-rays, it was found that the head (other manufacturer device) and the stem were separated. On (B)(6) 2016, revision surgery was performed. During the revision, a damage of the stem neck and blackening of the tissue were confirmed.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. Following review of x-rays by a clinical consultant disassociation was confirmed. Method and results: device evaluation and results:visual inspection: the device was not returned, however x-ray images of the accolade stem were made available. The images show wearing of the stem trunnion. Medical records received and evaluation: a review by a clinical consultant indicated: "revision of accolade tmzf stem due to catastrophic taper damage with disassociation of femoral head some 6½-years post implantation in a male patient of (B)(6). Principal root cause of failure contributed by cup malposition in combination with higher bearing friction in mom articulation plus big femoral head size." Device history review: not performed as the device lot number is unknown. Complaint history review: not performed as the device lot number is unknown. Conclusions: a review by a clinical consultant concluded: "principal root cause of failure contributed by cup malposition in combination with higher bearing friction in mom articulation plus big femoral head size." No further investigation for this event is possible at this time. Further information such as return of the device, device details, operative report as well as patient history and follow-up notes are required to investigate further. If devices and/or additional information become available, this investigation will be reopened.

Event description:
On (B)(6) 2010, the primary tha surgery using accolade tmzf with adept was performed. 6 years after the surgery, the patient could not stand up on (B)(6) 2016. By x-rays, it was found that the head (other manufacturer device) and the stem were separated. On (B)(6) 2016, revision surgery was performed. During the revision, a damage of the stem neck and blackening of the tissue were confirmed.

Manufacturer narrative:
Corrected data: device was returned. Additional information: lot# and expiration date; manufacturing date. An event regarding disassociation involving an accolade stem was reported. Following review of x-rays by a clinical consultant disassociation was confirmed. Method & results: device evaluation and results: visual inspection: a mar was performed and concluded: damage was observed on the accolade trunnion. This damage was consistent with a result due to a loss of taper lock between the head taper and the stem trunnion. The stem neck was also damaged, consistent with contact with cup. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review by a clinical consultant indicated: "revision of accolade tmzf stem due to catastrophic taper damage with disassociation of femoral head some 6½-years post implantation in a male patient of (B)(6) years. Principal root cause of failure contributed by cup malposition in combination with higher bearing friction in mom articulation plus big femoral head size." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: "principal root cause of failure contributed by cup malposition in combination with higher bearing friction in mom articulation plus big femoral head size." The material analysis performed also concluded that "no materials or manufacturing defects were observed on the surfaces examined". No further investigation for this event is possible at this time. Further information such as operative report as well as patient history and follow-up notes are required to investigate further. If additional information become available, this investigation will be reopened.

Event description:
On (B)(6) 2010, the primary tha surgery using accolade tmzf with adept was performed. 6 years after the surgery, the patient could not stand up on (B)(6) 2016. By x-rays, it was found that the head (other manufacturer device) and the stem were separated. On (B)(6) 2016, revision surgery was performed. During the revision, a damage of the stem neck and blackening of the tissue were confirmed.